Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: d1, d4(model#, catalog# & UDI#), d5, g1(contact person).

Event description:
N/a.

Event description:
It was reported that during a routine check, that the cs100 intra-aortic balloon pump (iabp) unit had very low pressure readings. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found that the front end board was malfunctioning. To fix the issue, the fse replaced the front end board and full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).